Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("blood clotting / abnormal, heavy bleeding") in a 29-year-old female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from 2006 to (B)(6) 2009. Past adverse reactions to the above products included contraception with nuvaring. Concurrent conditions included obesity. Concomitant products included citalopram from 2010 to 2011, curcuma longa rhizome (turmeric) since (B)(6) 2016 and fexofenadine (allegra) from (B)(6) 2015 to (B)(6) 2017. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced abdominal pain ("abdominal pain"), anxiety ("anxious / anxiety"), depression ("depressed / depression"), hormone level abnormal ("hormonal changes"), food allergy ("allergic or hypersensitivity reaction type: food allergies"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") with urticaria, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and abdominal pain lower ("severe cramping / lower abdominal pain"). The patient was treated with surgery (undergo a hysterectomy (full) and bilateral salpingectomy with removal of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, abdominal pain lower, anxiety, depression, hormone level abnormal, menorrhagia, vaginal haemorrhage, migraine, headache, nausea, allergy to metals, fatigue, weight increased and gastrointestinal disorder was resolving, the food allergy had not resolved and the dysmenorrhoea, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, food allergy, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: these symptoms continued. Over the next several months, ms. Williams sought treatment on multiple occasions for these symptoms. She was forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion; on an unknown date: confirmed proper placement quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and genital haemorrhage ('blood clotting / abnormal, heavy bleeding') in a 29-year-old female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee operation and vaginal operation. Previously administered products included for an unreported indication: nuvaring from 2006 to (B)(6) 2009, nuvaring, progesterone and yasmine. Past adverse reactions to the above products included contraception with nuvaring. Concurrent conditions included obesity. Concomitant products included citalopram from 2010 to 2011, curcuma longa since (B)(6) 2016, drospirenone;ethinylestradiol (yasmin) and fexofenadine hydrochloride (allegra) from (B)(6) 2015 to (B)(6) 2017. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced abdominal pain ("abdominal pain"), anxiety ("anxious / anxiety"), depression ("depressed / depression"), food allergy ("allergic or hypersensitivity reaction type: food allergies"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") with urticaria, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain lower ("severe cramping / lower abdominal pain"), mood swings ("hormonal changes describe: mood swings") and gastrointestinal inflammation ("gastrointestinal or digestive system condition type:swelling/inflammation of bowels"). The patient was treated with surgery (undergo a hysterectomy (full) and bilateral salpingectomy with removal of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, abdominal pain lower, anxiety, depression, menorrhagia, vaginal haemorrhage, migraine, headache, nausea, allergy to metals, fatigue, weight increased and gastrointestinal inflammation was resolving, the food allergy had not resolved, the dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the mood swings outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, food allergy, gastrointestinal inflammation, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: these symptoms continued. Over the next several months, ms. Williams sought treatment on multiple occasions for these symptoms. She was forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed proper placement; in (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Hormonal changes updated to mood swings and gastrointestinal or digestive system condition updated to swelling/inflammation of bowels.historical drug,medical history and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("blood clotting / abnormal, heavy bleeding") in a 29-year-old female patient who had essure (batch no. 627752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from 2006 to (B)(6) 2009. Past adverse reactions to the above products included contraception with nuvaring. Concurrent conditions included obesity. Concomitant products included citalopram from 2010 to 2011, curcuma longa rhizome (turmeric) since (B)(6) 2016 and fexofenadine (allegra) from (B)(6) 2015 to (B)(6) 2017. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced abdominal pain ("abdominal pain"), anxiety ("anxious / anxiety"), depression ("depressed / depression"), hormone level abnormal ("hormonal changes"), food allergy ("allergic or hypersensitivity reaction type: food allergies"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") with urticaria, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and abdominal pain lower ("severe cramping / lower abdominal pain"). The patient was treated with surgery (undergo a hysterectomy (full) and bilateral salpingectomy with removal of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, abdominal pain lower, anxiety, depression, hormone level abnormal, menorrhagia, vaginal haemorrhage, migraine, headache, nausea, allergy to metals, fatigue, weight increased and gastrointestinal disorder was resolving, the food allergy had not resolved and the dysmenorrhoea, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, food allergy, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: these symptoms continued. Over the next several months, ms. Williams sought treatment on multiple occasions for these symptoms. She was forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion; on an unknown date: confirmed proper placement. Most recent follow-up information incorporated above includes: on 17-apr-2018: plaintiff fact sheet received. Events added from pfs- hormonal changes, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: food allergies, rashes or skin conditions type: hives, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition. Concomitant disease, lot number, historical drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("blood clotting / abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a hysterectomy and bilateral salpingectomy with removal of the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: these symptoms continued. Over the next several months, ms. (B)(6) sought treatment on multiple occasions for these symptoms. She was forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.